Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -14.00/1.0/167 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens was replaced with a longer length lens due to low vault on (B)(6) 2021. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
This product is not marketed in the us. (B)(4).